Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that the harvesting tool bent or broke. The harvesting tool had been opened to the sterile field as part of the vasoview hemopro 2 evh kit without incident. The harvester ensured the endoscope was inserted into the harvesting cannula prior to inserting the harvesting tool, as per the IFU. It was not noticed that the device looked bent or broken prior to inserting it, but no pre-insertion testing of the hemopro harvesting tool was performed. The device broke (bent) right at the seam/connection point of the jaws to the tool's shaft. After insertion of the tool, the jaws appeared to be coming out at an angle. Though the harvester expressed some discomfort with this appearance, and the jaws' proximity to the vein, the device was not used for cutting or sealing of any branches, nor did it come in contact with the vein/conduit. The silicone portion remained intact, attached to the jaws. The wire did not lift up from the jaw. A new kit was opened to complete the case. The operator stated that the harvesting tool was completely closed and the tips were facing up when she inserted the tool into the cannula. The procedure continued without incident, and no patient harm resulted from this event.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluaiton on 12/01/2025. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws or heater wire. Blood was observed on the intact jaws. There were no visual defects observed on the intact heater wire. The shaft of the device was observed to be bent slightly forward. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent shaft" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent". A visual inspection was conducted. There were signs of clinical use and evidence of blood observed on the harvesting device.the jaws were observed to be bent. The shrink tubing was removed to inspect the shaft tip. After removal of the shrink tubing it was observed that the shaft tip had been damaged. The damage to the shaft tip indicates that the damage most likely occurred when an external force was applied to the jaws causing the shaft tip to bend. Based on the manufacturing engineering evaluation, the reported failure "material twisted/ bent shaft" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000510284 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.